Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. H.10 information was not provided for: d4- no catalog or serial/lot number cat #521-11-01; serial/lot#37190009; knee gps cutting block / cat#521-40-12 ; serial/lot# 63552008; femoral gps distal block captured low profile design-related issues: exactech is not aware of any other similar complaint reports involving gps femoral cut blocks and broken drill bits since 2009. Because the possible femoral block and possible drill pins are used in approximately 30% of exactech knee gps procedures, data from the gps web service was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale, therefore, this issue does not appear to be design-related. Mfg-related issues: manufacturing-related data could not be reviewed because no information regarding the manufacturing lot numbers was provided. A review of the risk management report (rmr) could not be conducted because adequate information regarding the catalog numbers of the devices was not provided. Corrective actions are not required because the occurrence rate is ¿very low¿. Most likely cause: the cause of the broken drill pins reported could not be determined because the devices were not available for evaluation, and no further information was provided regarding the incident. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. This event did not lead to patient adverse event, no pieces of the pins fell into the surgical site.

Event description:
It was reported from ous that a surgeon snapped a drill in distal femoral navigation cutting block, twice. One snapped in one block, then another snapped in the next block. The patient had very hard bone. As the surgeon was driving you could see the pins flex with the amount of force required to break the cortical bone. All pieces were retrieved. No patient impact was reported. Product return contained the 2 femoral cutting blocks only but not the drill pins. The drill pins were confirmed to be exactech devices. There were no parts, or pieces that fell into the surgical site. The patient was noted to be fine, no complications at discharge and follow up was all ¿normal¿. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event. This is 2 of 2 mdrs for this event.